Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for failed back surgery syndrome non-malignant pain use. It was reported that the patient has been living with the pump alarm going off for 10 years and is just now getting it addressed. The company representative (rep) stated that they did discontinue therapy at the last appointment and the patient reported that the beeping had gone away. However, the patient was back in the clinic today and the alarm was back. The rep was not with the patient. The patient was redirected to their healthcare provider to further address the issue. The healthcare provider called regarding thispatient and stated the pump was showing that it reset and gives the option to shut down but telemetry does not seem to complete. It was recommended requesting rep tries to obtain an older version programmer to try to complete the update. Additional information from a company representative indicated that the representative attempted to troubleshoot the pump using a tablet; although the pump connected, it could not be shut down. The representative plans to visit the patient in june to shut down the pump using the 8835 personal therapy manager (ptm). No symptoms were reported during the event. The initial reporter was a clinic nurse. The company representative stated that the pump will not be replaced, the managing physician only wants to shut down the pump. No further information is available.